Event description:
5 of 5. It was reported during a routine removal surgery, when the surgeon tried to remove acutrak micro screw, the driver did not fit to the screw and the screw could not be removed. It was reported the surgeon then brought the patient back into the or for another surgery and used extraction devices to remove the screw but was unsuccessful. It was reported the surgery was prolonged, but it is unknown for how long. There were no other adverse patient consequences reported. This report is related to report numbers 3025141-2023-00727, 3025141-2023-00728, 3025141-2023-00729 and 3025141-2023-00730 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.